Event description:
It was reported that a revision surgery was performed due to infection. All the implants were removed due to infection caused by post operative trauma. No x-rays available, implants unable to be recovered. Also the surgeon does not blame the implants for the situation.

Manufacturer narrative:
The associated legion ps high flexion insert, genesis ii resurfacing patellar component, legion ps femoral component, genesis ii cmt tibial baseplate and quick connect trocar pin were not returned for evaluation. Therefore products evaluation could not be performed. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. Our investigation indicated that all devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not determine a specific cause of failure. Additionally, it was reported that the surgeon does not blame the implants for the situation. Our clinical evaluation noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.